Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter address: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery (lad). After a 2.0x15 non-boston scientific balloon was used for pre-dilation, a 10mmx3.00mm wolverine coronary cutting balloon was advanced but it was difficult to cross and insert into the lesion. When the device was able to cross mid lad, the balloon ruptured upon fourth inflation at 12 atmospheres for 5 to 10 seconds. The balloon was removed and the procedure completed with another of the same device. There was no injury to the patient.